Event description:
It was reported that patient's ipg was inoperable. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. PMA/510(k) # is not available because the model number of device in unknown.